Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one week post filter deployment, CT imaging demonstrated extensive bilateral pulmonary thromboembolism and extensive dvt. Approximately three weeks post filter deployment, during scheduled retrieval, the cone of the filter was completely occluded by thrombus. The filter was successfully captured and retrieved using a snare device. Therefore, based on the provided medical records the investigation can be confirmed for occlusion of the filter. It can also be confirmed that the patient experienced pe after filter implantation. However, the relation to the filter or the origin of the pe is unknown based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: -do not attempt to remove the denali filter if significant amount of thrombus are trapped within the filter or if the filter snare hook is embedded within the vena cava wall. Possible complications: -acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. -deep vein thrombosis. -caval thrombosis/occlusion. -occlusion of small vessels. All of the above complications may be associated with serious adverse events such as medical intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hospitalized patient with right lower extremity deep vein thrombosis and thrombus in the distal inferior vena cava (ivc) extending to the level of the renal vein confluence, had a vena cava filter successfully deployed in the suprarenal ivc. Approximately one week post filter deployment, CT imaging demonstrated bilateral pulmonary embolism. Approximately three weeks post filter deployment, during scheduled filter retrieval, cavogram demonstrated an occluded filter and occlusion of the ivc. The filter was successfully captured and retrieved with a snare device and angioplasty of the ivc was performed. Post procedure, the patient experienced acute respiratory failure with hemodynamic instability and was taken to the intensive care unit for treatment. The patient was discharged from the hospital in improved condition on hospital day 34 with a primary problem of antiphospholipid syndrome.